Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: product ID: 5092-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that by the patient¿s spouse the patient died. The pacemaker was being monitored for battery change. The patient met with cardiologist regarding patient in rehab for strengthening following a long bout with cellulitis. Cardiologist told spouse ¿we had time months of pacing after pacemaker reported it needed replacing. We felt totally safe with this reassurance.¿ on 2014 leads to atria shut off, sending into acute pulmonary edema and new onset congestive heart failure. Two days hospitalized then sent home with physical therapy. Pacemaker check two weeks later verified the loss of power to atria. The patient was reported to be very weak. The spouse was told pacer would last at least 3 more months. ¿I asked to wait 2 weeks so that patient could regain some strength and reserve. Cardiologist said hope would be that patient would return to previous energy level with new pacemaker. Instead, patient slipped quickly toward death.¿ the week the patient died, the patient¿s heart rate was 40 to 43 8 pm. Reported this to cardiology tech and was told cardiologist would phone. No further information about the cause of death was reported.